Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Procedure. Laparoscopic incisional hernia repair with placement of 8 x 8 c-qur mesh. Preoperative and postoperative diagnosis: incarcerated incisional hernia. Anesthesia: general. Estimated blood loss: not documented. Specimens: not documented. Complications. Not documented. Indications: ¿(B)(6) is a 49-year-old morbidly obese female who has been complaining of increasing periumbilical pain. She has had previous c-section x3 as well as a laparoscopic tubal ligation. The incision sites from tubal ligation was just below the umbilicus where there was a knot of incarcerated fat. This has been causing increasing pain with movement and she wished to have it repaired. The risks of the procedure including possible recurrence secondary to her obesity were explained to the patient and stressed that the patient lose weight prior to having this repaired, however, the patient wished to proceed with surgery despite the slight increased risk of recurrence.¿ findings: ¿please note there is an approximately 5 cm cystic structure in the left lobe of the liver. This did not appear to be a solid mass or cancer and it was not biopsied. The decision was made not to biopsy this, however, this may need follow up imaging. The patient tolerated the procedure well. She was extubated and taken to the pacu in stable condition.¿ procedure: ¿the patient was brought to the operating room. After general anesthesia was induced, her abdomen was prepped and draped in normal sterile fashion. She was then placed in supine position with her arms tucked. All bony prominences had been padded appropriately. A surgical timeout was performed and the patient was given preoperative antibiotics. At this point, an incision was made in the left upper quadrant approximately 4 cm below the costal margin on the left side. A veress needle was inserted into the abdomen. A saline drop test was performed. The abdomen was insufflated to 15 mmhg. The patient tolerated insufflation well. At this point, a 5 mm trocar was placed in that slight [sic] and a laparoscope was introduced into the abdomen. It was obvious that there was a hernia just beneath the umbilicus. This was approximately a centimeter to a centimeter and half with incarcerated omentum and fat. Two additional working trocars were placed in the left mid abdomen in the left lower quadrant. This was a 12 and a 5 mm trocar respectively. The 12mm trocar site did have some oozing, for which required some extension of the incision. There was a small bleeding skin vessel that was suture ligated. At this point, attention was then returned back to the abdomen. The abdominal wall fat attached to the posterior rectus fascia was taken down as was the peritoneum to free up the edges of the hernia sac. The fat was completely reduced and the hernia sac removed. This was then closed with 0 vicryl suture. At this point, a piece of c-qur mesh approximately 8 x 8 cm was then placed so that the hernia was directly in the middle of the mesh. This allowed for approximately 3 cm of overlap on each side. The mesh was then outlined and stay sutures were placed at four corners of the mesh, which was then inserted into the abdomen. The mesh was oriented. The nonabrasive side was facing the bowel and the coated side was facing the bowel as the stay sutures were pulled up at 4 corners and had appropriate approximation of the mesh. Here, an additional suture was placed in the middle of the mesh, secured in place. At this point, the abdomen was checked for any evidence of bleeding of which there was none. The trocars were removed carefully under direct vision to ensure that there was no bleeding from the trocar sites. The skin was then closed with 4-0 monocryl and dermabond. The stab incision wound around the umbilicus were [sic] closed with 4-0 monocryl and dermabond. Once the dermabond dried a pressure dressing was placed overlying the mesh and the patient was placed in the abdominal wall binder.¿ on (B)(6) 2018: (B)(6). (B)(6) md. CT abdomen and pelvis. Radiology report. Indication: umbilical hernia. Impression: confirmation of fat herniation above the mesh along the anterior pelvic and abdominal wall as described. Implant preoperative complaints: on (B)(6) 2019: (B)(6), md. ¿risks of surgery including bleeding, infection, injury to bowel, recurrence, mesh related neuropathy, seroma formation, flap necrosis and skin necrosis explained. Risks are not limited to these. Perioperative activity restriction explained. Acs risk calculator was utilized to assess the risks.¿ implant procedure: procedure: open incisional hernia repair with bilateral transverse abdominis fascial release with xenograft as subfascial lay, myofascial advancement flap. [Implants: 1. Gore® synecor preperitoneal biomaterial. Gkwr2025/(B)(6), 20 cm x 25 cm. 2. Xenograft implant date: (B)(6) 2019 [hospitalization (B)(6) 2019]. On (B)(6) 2019: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6). Preoperative and postoperative diagnosis: recurrent incisional hernia incarcerated. Anesthesia: general endotracheal. Estimated blood loss: 100 ml. Specimens: none. Complications: none. Drains: jp drains x3. Wound classification: not documented. Findings: not documented. Procedure: ¿the patient was taken to operating room and was placed in supine position. Sequential compression was placed. After undergoing general anesthesia, the foley was inserted in sterile condition. Adequate padding was placed around the patient's body. The abdomen was prepped and draped in usual surgical fashion. Timeout was called. An incision was made in the midline. The incision was carried down to the hernia sac and the sac was dissected off from surrounding tissue. The peritoneal cavity was entered. The abdomen was inspected. The adhesion between the bowel and omentum from the anterior abdominal wall was taken down under direct visualization to free the anterior abdominal wall. The posterior fascia was dissected off from the edge of the rectus muscle bilaterally. Next at the superior aspect, the transverse abdominis muscle was transected releasing the posterior fascia medially. This allowed mobilization of posterior fascia to midline. At the inferior aspect, the dissection was carried down to the pubic tubercle. The scar tissue along with hernia sac was excised from the medial edge of the rectus muscle to delineate healthy fascia. Posterior fascia was approximated together using 0 pds suture. The xenograft was placed as underlay and secured using 0 pds interrupted sutures. The fascia was approximated together using 1 pds in interrupted fashion. There was no significant tension at the midline. A light mesh was placed on the top of facial closure and secured to the fascia using of [sic] 0 pds sutures. The devitalized subcutaneous tissue was excised to prevent flap necrosis. The subcutaneous tissue was mobilized medially and anchored to the fascia using2-0 vicryl sutures to close the dead space. Two jp drains were placed in the subcutaneous space. Skin was closed with combination of 3-0 vicryl sutures followed by skin stapler. An additional jp drain was placed in the subcutaneous layer. Praveena negative pressure dressing was placed on top of the wound.¿ on (B)(6) 2019: (B)(6). Gore® synecor preperitoneal biomaterial. Implant record. Site: abdomen. Cat #: gkwr2025, lot #:18431310. Size: 20 cm x 25 cm. On (B)(6) 2019: (B)(6), md. Discharge summary. Patient discharged home with home health services to educate and check the three jp drains that need to be emptied daily. On (B)(6) 2019: (B)(6). (B)(6), md. Pathology report. Specimen: hernia sac. Final pathologic diagnosis: 1. Hernia sac, excision: fibrovascular and fibroadipose tissue, consistent with the hernia sac. 2. Skin and soft tissue, abdominal fat, excision: benign skin and subcutaneous fibroadipose tissue. Gross description: 1. Hernia sac: in formalin and labeled are two fragments of tan-pink to dusky purple soft rubbery tissue and adherent adipose tissue aggregation to 11.0 x 7.0 x 3.9 cm. The fragments are sectioned. The largest fragment contains interspersed mesh material. 2. Abdominal fat: in formalin and labeled are two fragments of tan yellow fibroadipose tissue and overlying tan pink to tan-brown skin weighing 1,494 grams and aggregating to 60.0 x 12.3 x 5.4 cm. One portion of skin demonstrates a 1.0 x 0.8 cm umbilicus. The fragments are sectioned to demonstrate a tan yellow fibroadipose parenchyma. Relevant medical information: on (B)(6) 2019: (B)(6). (B)(6), md. CT abdomen and pelvis. Radiology report. Indication: unsp. Abdominal pain hernia repair, (B)(6) of 2019. Pulling sensation from lifting injury in (B)(6) of 2019. Impression: interval repair of the anterior abdominal/pelvic wall hernia with subcutaneous edema/stranding and skin thickening likely related to incisional healing. Superficial to the mesh, there is some thickening of the rectus muscle and there is some subtle stranding deep to the mesh along the inferior margin but no recurrent herniation, organized fluid collection or subcutaneous air. Clinical correlation recommended. On (B)(6) 2019: (B)(6). (B)(6), md. CT abdomen and pelvis. Radiology report. Indication: unspecified abdominal pain. Impression: interval development of a complex fluid collection in the abdominal wall, which may represent post-operative changes. Clinical correlation is recommended with the surgical history. This finding may represent hematoma versus seroma versus developing abscess. No evidence for bowel obstruction or perforation. On (B)(6) 2020: (B)(6). (B)(6), md. CT abdomen and pelvis. Radiology report. Indication: swelling in the area of hernia repair. Impression: perhaps slight decrease in size of a large complex fluid pocket involving the anterior abdominal wall mesh. We could probably try to aspirate some of this with ultrasound guidance. Slight increase in size of a midline fat containing hernia higher up. On (B)(6) 2022: (B)(6), crnp and (B)(6), md. ¿56-year-old female who underwent laparoscopic recurrent incisional hernia repair with mesh. She states she never fully [sic] better after the initial surgery. Lower back[sic] many times in the office or follow up. Her symptoms range from mild low-grade fever to acute abdominal pain requiring sitting down. Her last 2 cts have shown fluid collection just underneath the mesh in addition the patient has a phlegmon as fluid filled sac around the umbilicus that looks to extend towards the bladder it is unclear whether this is communicating with the bladder at this time. She does not have any appearance [sic] recurrent hernia.¿ on (B)(6) 2022: (B)(6), md. Operative report. Procedure: diagnostic laparoscopy, excision urachal cyst, drainage abdominal wall fluid. Preoperative diagnosis: urachal cyst. Postoperative diagnosis: peritoneal abscess near the umbilical region with a proximally [sic] 700 cc of fluid which was turbid. This was sent for culture and cytology. Anesthesia: general. Estimated blood loss. 150 ml. Drains: two 19 fr. Bulb-luq. ­ indications: ¿patient with large fluid collections beneath a previous hernia repair using mesh. In addition she has a large seroma on top of this collection as well.¿ ­ wound classification: not documented. ­ findings: drainage of large seroma percutaneous under us guidance (400 ml of fluid drained), diagnostic laparoscopy with lysis of intraabdominal adhesions taking more than 2 hours, drainage of peritoneal abscess. ­ procedure: ¿patient was brought to the operating room after general anesthesia was induced her abdomen was prepped and draped in normal sterile fashion prior to the operation the foley catheter had been inserted two [sic] the bladder. On examination of the patient¿s and [sic] abdomen she had a very large hard seroma that was delineated under ultrasound guidance. Pictures was [sic] of this were taken and saved to the patient¿s chart. Next using an 18 gauge needle the seroma was accessed in [sic] approximately 400 ml of clear serous fluid was able to be pulled off. This was sent for culture and gram stain. Image was capture [sic] of the access under ultrasound guidance. A sterile dressing was then placed over the puncture site. Next attention was turned to the laparoscopic portion of the procedure. A incision site was chosen in the left upper quadrant a stab incision was made and a veress needle was inserted into the abdomen. Saline drop test was performed the abdomen was then insufflated to 15 mm of mercury. At this point a 5 mm trocar was placed in a in a [sic] laparoscope was introduced the [sic] abdomen and it was surveyed there was noted to be extensive adhesions throughout the midline of the abdomen from the xiphoid to the pubic bone. There did not seem to be bowel involved in these adhesions. At this point using endo shears the adhesions were taken down. Adhesiolysis continued over the next hour and a half which added greater than 50% of time to the case. Once all the abdominal adhesions were taken down there was noted to be a large inflammatory phlegmon just beneath the area of the mesh. Using hook cautery [sic] and this was accessed there was approximately 800 cc of turbid fluid noted in [sic] this was sent for gram and gram stain culture and cytology. This was his [sic] cavity was irrigated extensively once the peritoneal abscess was drained a size 19 french blake drain was inserted into the abscessed cavity and tacked up. A second 19 blake drain was brought out on the patient's left side to drain any fluid or blood remaining in the pelvis. The patient was given perioperative antibiotics. These will be continued postoperatively. The 212 [sic] mm trocar sites were closed with a 0 vicryl suture. This was done under direct vision.¿ ­ specimens: source: abdominal wall. ­ wound smear and culture. ­ acid fast smear and culture. ­ fungal smear and culture. ­ fine needle aspiration. On (B)(6) 2022: (B)(6). (B)(6), md, phd. Cytology report. Specimen: abdominal wall body fluid, nos, cytology and cell block. Final cytologic diagnosis: no malignant cells identified, acute inflammatory exudate. (B)(6) ¿ microbiology results: on (B)(6) 2022: wound culture. Source: swab - few staphylococcus aureus, coagulase positive. On (B)(6) 2022: gram stain. Source: swab- few wbc, no organisms seen. On (B)(6) 2022: fungus culture. Source: body fluid- no growth 28 days. On (B)(6) 2022: fungal smear. Source: body fluid- no fungal elements seen. On (B)(6) 2022: acid fast culture. Source: body fluid- no growth 42 days. On (B)(6) 2022: acid fast smear. Source: body fluid- no afb seen (fluorochrome stain). Explant preoperative complaints: on (B)(6) 2023: (B)(6), md. ¿56-year-old female with infected [sic] chronically infected gore synecor mesh with staff [sic]. The mesh has been giving rise to moderate sized fluid pockets up and down the midline [sic] previous midline incision. These pockets or [sic] subfascial and cause extensive amount of pain for the patient. She has had them drained on one occasion however despite antibiotic therapy they came back. I discussed with her that we needed to remove all of the mesh and washed [sic] out the wound. This is to be followed by series wound vac changes prior to closing the anterior abdominal wall fascia.¿ explant procedure: laparoscopic converted open removal of infected mesh with drainage of peritoneal abscess, extensive lysis of adhesions taking greater than 2 hours she [sic] was more than 50% of time for the case. Suture repair of colotomy of the sigmoid colon. Explant date: (B)(6) 2023 [hospitalization (B)(6) 2023]. On (B)(6) 2023: facility not documented. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: infected prosthetic mesh of abdominal wall, initial encounter. Anesthesia: general. Estimated blood loss: 300 ml. Specimens: wound smear and culture, tissue/bone smear and culture, surgical pathology exam. Drains: illegible due to poor copy. Complications: not documented. Findings: not documented. Procedure: ¿patient was brought to the operating room placed in supine position after general anesthesia was induced a foley catheter was placed in [sic] an ng-tube was placed. Starting off laparoscopically a 5mm trocar was placed using the optiview trocar device in the right upper quadrant. In [sic] the abdomen was surveyed; there was noted to be extensive amount of adhesions throughout the abdominal cavity; this 0.2 [sic] additional working trocars were placed in the right lower quadrant and epigastric area; these were done under direct vision. This was a 12 and a 5mm trocar respectively; at this point the adhesive bands were taken down. The [sic] however there was noted to be very large inflammatory mass just below the umbilicus. This was very hard. The sigmoid colon was densely adherent to this mass and actually it appeared to incorporate part of the sigmoid colon at this point the decision was made to change to an open procedure using a 10 blade a generous midline incision was made through the midline incision previously taken down the level of the anterior abdominal wall fascia was sharply incised upon and sizing the fascia a large amount of turbid fluid was able to be suctioned out as well as some particulate matter. This was sent for culture and path. The synecor mesh was partially incorporated most of the mesh was not incorporated to the abdominal wall but was [sic]certain spots. The incorporated mesh was teased [sic] out easier [sic] electrocautery and shears until all of the foreign debris was removed. The posterior fascial defect was reapproximated using 0 vicryl sutures on [sic] a figure of eight pattern. A wound vac was placed white foam sponges followed by gray foam sponges. Overall, the case did take greater than just over 4 hours. The patient will be taken to the ICU for observation overnight. She is to be woken up slowly as to not cough or put too much pressure on her abdominal wall. She will be taken over the weekend for wound vac change in the operating room plans on definitive repair monday.¿ on (B)(6) 2023: (B)(6). (B)(6), md. Pathology report. Specimens: tissue- abdominal wall, tissue- omentum, tissue- mesh. Final pathologic diagnosis: 1. Soft tissue, ¿abscess of the abdominal wall¿, excision: necrotic fibrovascular tissue with acute and chronic inflammation. 2. Omentum, excision: multiple fragments of fibroadipose tissue with fat necrosis, fibrosis and acute and chronic inflammation. 3. ¿infected mesh¿, excision: consistent with explanted prosthetic mesh (gross examination only). Gross description: 1. Received in formalin and labeled ¿abscess of abdominal wall¿ are multiple roughened irregular fragments of tan yellow to dusky brown soft rubbery tissue with adherent clotted blood aggregating to 11.0 x 8.7 x 2.9 cm. The tissue is serially sectioned. 2. Received in formalin and labeled ¿omentum¿ are three fragments of tan yellow fibroadipose tissue aggregating to 11.2 x 9.2 x 3.0 cm. The tissue is serially sectioned. 3. Received in formalin and labeled ¿infected mesh¿ are two portions of clear-tan synthetic mesh material with a slight amount of adherent tan-pink, soft rubbery tissue measuring 1.8 x 1.7 x 0.1 cm and 21.2 x 8.5 x 0.1 cm. No distinct abnormalities are grossly identified. On (B)(6) 2023: (B)(6), md. Operative report. Procedure: abdominal wound vac change. Preoperative diagnosis: infected prosthetic mesh of abdominal wall, initial encounter. Postoperative diagnosis: infected prosthetic mesh of abdominal wall, initial encounter. Abdominal washout: culture of abdominal cavity. Anesthesia: general. Estimated blood loss: 10 ml. Specimens: ¿no specimens collected during this procedure¿. Procedure: ¿patient was brought to the operating room placed supine position after general anesthesia was induced her abdomen was prepped and draped in normal sterile fashion. At this point the wound vac was then removed. There was 2 sterile pieces of wound vac foam which were removed and then to[sic] white foam sponges covering the posterior abdominal wall fascia. The posterior abdominal wall fascia still closed; it was thickened; there was good granulation tissue at the base of this. In addition, there was no evidence of pulling or purulent material cultures were taken to be on the safe side and sent. After which was washed out with antibiotic solution and a new white foam sponge was placed in the base of the wound. It followed by 2 [sic] gray foam sponges 1 in the posterior to the anterior abdominal wall fascia in 1 in the skin. The wound vac was then hooked up and applied to 125 mm of suction. The patient was returned to the floor. The patient is [sic] we will be able to undergo abdominal wall closure is [sic] as long as the cultures are negative. We will plan on this on wednesday.¿ on (B)(6) 2023: (B)(6), md. Operative report. Procedure: open repair of incisional hernia recurrent with mesh 15 by 16 cm in length. Preoperative and postoperative diagnosis: recurrent incisional hernia 15 cm x 6 m. Anesthesia: general. Estimated blood loss: 10 ml. Specimens. None. Drain: 15 blake drain. Indication: ¿56-year-old female who has presented back with the infected mesh. This was removed last week. She is [sic] had multiple washouts and is now ready to have the incisional hernia closed. The posterior sheath as [sic] already been closed the patient's cultures have been negative to date. Procedure: ¿patient was brought to the operating room period. The previous wound vac was removed. The silver sponge x2 and the white foam sponges x3 were removed cavity was then irrigated out [sic] the abdomen was then prepped and draped in normal sterile fashion. The antibiotics solution was used to irrigate the abdominal cavity. There was a recurrent incisional hernia proximately [sic] 15 cm x 6 cm in size. A piece of phasix (20 x 15 cm) absorbable mesh was selected and sewn with 3-0 vicryl suture to the abdominal wall in a retrorectus space in an interrupted fashion. This covered the entire hernia defect with significant amount of overlap in all directions. For 4-5 cm. At this point the anterior abdominal wall fascia was then closed with 1 pds suture in a running fashion there was no tension on the closure and I was able to close the abdomen completely. Prior to the closure a size 15 blake drain was placed on top of the mesh covid [sic] left side of the abdomen. And [sic] hooked to jp drain the fascia was then completely closed and again antibiotic irrigation was used to cleanse the wound. This was then tied down. At this point using 3-0 vicryl suture to approximate some of the tissue deficit of the soft tissue was performed. In an interrupted fashion last [sic] using a silver small sponge a [sic] antibiotic-resistant wound vac was that applied to the skin and soft tissue. The edges were rolled to the edge of the sponge. This was then placed to 125 mm of hg suction. There was excellent seal with no leaks. The patient tolerated procedure well estimated blood loss was approximately 15 ml. An abdominal binder was placed and the patient was returned to the floor.¿ on (B)(6) 2023: implant record. Davol phasix mesh fully resorbable. 6¿ x 8¿. On (B)(6) 2023: (B)(6), md. Discharge summary. ¿patient will be discharged home with a wound vac that is we [sic] changed on monday, wednesday, friday with a small black foam sponge. To help accelerate wound healing¿. Patient to have home health services to undergo wound vac changes 3 times a week. On (B)(6) 2023: (B)(6). Wound smear and culture results. Specimen: abdomen; swab. Wound culture: no growth 3 days. Gram stain result: rare wbc, no organisms seen. It should be noted that the gore® synecor® preperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgery in 2023. Details were limited, but the reported injuries included the need for a revision procedure and device explant.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® synecor® preperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.